Manufacturer narrative:
The investigation did not identify a product problem.

Event description:
The initial reporter stated that a nurse had tripped over the power supply on an accu-chek inform ii base unit causing damage to the power supply. The reporter also alleged that a nurse was shocked when touching the frayed wire when attempting to remove it from the damaged power supply of the base unit.

Manufacturer narrative:
A replacement of the power supply and the base was sent to the customer. The inform base unit was received for investigation. No melting or burning was observed on the device. The power supply was not returned. The investigation is ongoing.